Event description:
Additional information received from the patient indicated that they notified their physician about their loss of stimulation and inability to recharge on (B)(6) 2018. They stated that they did not charge their device because their daughter had passed away. The patient noted that they found a manufacturing representative (rep) in their area, and had their device reset. They stated that their loss of stimulation has been resolved for the time being as their battery is getting to end of life (eol). They mentioned that the battery is over 8 years old. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the device will not charge the implant. The patient states the last time he recharged was over a month ago. The patient did not have the patient programmer available to see if that would work. The patient was advised to call back. The patient was not getting stimulation. The patient tried to charge in (B)(6) and it would not register. The patient has been trying to charge since (B)(6) 2018. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the caller was unable to put the recharger into physician mode recharge, but was able to after the buttons were reviewed. An overdischarge was reported, which occurred due to the death of a daughter. No further complications were reported or anticipated.